Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading even though customer followed prompts and waited to remove used cartridge, and alarm recurred when a new cartridge was loaded, preventing resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged replacement pump under warranty, instructed customer to place pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label, which customer understood and acknowledged.